Event description:
The customer alleged the ventilator's audio alarm did not operate when it was expected to. The nellcor puritan bennett customer support engineer verified the reported malfunction, inspected the device and replaced the on/off power switch. The unit passed extended self-testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.